Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that auto off alarm occurred. Tandem technical support (tts) was unable to further investigate as pump data was unavailable. Tandem technical support educated the customer on the pump's auto-off safety feature per user guide and advised the customer to consult with healthcare provider prior to modifying the setting. The customer's blood glucose was 152 mg/dl.